Event description:
A pt reported to their homecare provider that, the unit they has for almost 7 years burned a hole through the bottom of the unit into the tray. They claimed that it smelled like melting plastic, and that they heard a "pop" noise and saw that the light was out.

Manufacturer narrative:
Waiting for the unit to be returned before we can carry out an investigation.